Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The patient¿s blood glucose readings on the sensor reached 27.4 mmol/l (494 mg/dl); however, after taking a finger-prick measurement, the reported blood glucose was 16 mmol/l (288 mg/dl). The patient reported that they will contact the sensor manufacturer to report this value discrepancy between systems. The pod was worn between 25 and 36 hours on the abdomen. Treatment details were not provided.